Event description:
Caller reported a malfunction on the pump, specifically citing malf 12. There was no adverse impact to the customer's blood glucose level as readings did not exceed 500 mg/dl (27.7 mmol/l). To address the issue, technical support provided the caller with pump reset information and assisted in resetting the pump. The malfunction code did not recur afterward, and the customer was advised to continue using the pump while also being instructed to call back if any further malfunction codes occurred.